Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on gear number two. Analysis identified the alarm was audible and was within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml morphine (unknown) at 16 mg/day (27 mg/day with patient activation) and 10 mg/ml bupivacaine at 5.328 mg/day (9.23 mg/day with patient activation). The reason for use was not reported. It was reported that there was a motor stall accompanied by return of pain and withdrawal symptoms. Logs show the motor stall occurred on 2018-(B)(6) at 05:05. Diagnostics/troubleshooting included the pump being interrogated by a home health nurse on 2018-(B)(6) and logs show a recovery on 2018-(B)(6) at 01:38 was confirmed. Logs were checked in pre-op prior to replacement to confirm no recurrence of a stall. Interventions/actions that were taken to resolve the issue included the pump was replaced by another of the same manufacturer and would be sent back for analysis. The customer was notified that the product should be returned and the rep was in possession of the device. The cause of the motor stall was unknown, but the patient denies a MRI or any other emi (electromagnetic interference) exposure prior to the stall, so they suspect it may be due to ¿combination therapy including off-label drug, as well as extremely high concentrations and doses.¿ the issue was resolved at the time of the report, and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine via an implantable pump for chronic low back pain and spinal pain. The drug concentration and dose rate for both bupivacaine and morphine were unknown. It was reported that the 8476 code regarding motor stall was displayed on the personal therapy manager (ptm). The patient had not heard a pump alarm. The patient did not recently have magnetic resonance imaging (MRI) and did not recently encounter a strong static magnet or other electromagnetic interference (emi) source. The patient was to follow-up with their healthcare provider to address the motor stall and associated risks. No patient symptom was reported. No further patient complications have been reported as a result of this event.